Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1:(B)(6). Reported post office or zip code: (B)(6).

Event description:
It was reported that the patient disconnected the driveline to untwist it and heard no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event that the account attributed to the patient physically disconnecting their driveline in order to untwist it. The controller event log file contained data from (B)(6) 2022, per the timestamps. A driveline disconnect and subsequent pump stop event was captured on (B)(6) 2022. The driveline was reconnected shortly after, and the system ramped back up to the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 3 of the IFU, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 5 of the patient handbook also cautions the user not to twist, kink, or sharply bend the driveline. Furthermore, the handbook cautions users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there was no adverse patient impact associated with the driveline disconnect. The driveline was disconnected for 3 seconds.